Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter was reading inaccurately high compared to her feeling/ normal result(s) and when compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that on (B)(6) 2012 (at 8:32pm) she obtained a blood glucose reading of "25.2mmol/l" with the subject meter. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. However, in response to the reported reading the patient drank water, retested 17 minutes later with the subject meter and obtained 15.8mmol/l. The patient reportedly drank more water, retested again an unspecified time later with the subject meter and obtained a result "26.8mmol/l." At an unclear time later the patient reportedly contacted a nurse and was advised to continue to monitor her blood glucose. The patient denied developing any symptoms as a result of the alleged meter issue. According to the csr's documentation, approximately 30 minutes after the alleged issue occurred, the patient obtained a reading of "5.8mmol/l" with an accucheck compact plus meter. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.